Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the patient received "non-therapeutic shocks" due to a broken lead. The patient reported the lead was deactivated. No further patient complications have been reported as a result of this event.